Event description:
Nursing assistant (na) obtained hot pack from the supply room. She followed the activation directions, to squeeze, knead, and activate the hot pack. The bag exploded. The internal contents sprayed on the na right hand. She was sent to the ed for treatment. Skin on the hands was red and irritated. Staff member was injured. Manufacturer response for cardinal hot pack, cardinal hot pack (per site reporter): pulled all product from hospital.